Manufacturer narrative:
H.6. Investigation: customer returned (78) sealed 31g x 8mm bd pen needles from lot 8275934. It was reported that the consumer dropped off pen needles that he said had barb on them. From the 78 returned samples 30 were randomly selected, and were then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g: 0.0100¿- 0.0105¿): data: point (pe/npe) outer diameter (in) lube sample 1 good/good, 0.0102, good, sample 2 good/good, 0.0103 , good, sample 3 good/good, 0.0103 , good, sample 4 good/good 0.0103 good, sample 5 good/good 0.0103 good, sample 6 good/good 0.0103 good, sample 7 good/good 0.0103 good, sample 8 good/good 0.0103 good, sample 9 good/good 0.0103 good, sample 10 good/good 0.0103 good, sample 11 good/good 0.0103 good, sample 12 good/good 0.0104 good, sample 13 good/good 0.0103 good, sample 14 good/good 0.0103 good, sample 15 good/good 0.0103 good, sample 16 good/good 0.0103 good, sample 17 good/good 0.0103 good, sample 18 good/good 0.0103 good, sample 19 good/good 0.0103 good sample 20 good/good 0.0103 good, sample 21 good/good 0.0103 good, sample 22 good/good 0.0103 good, sample 23 good/good 0.0103 good, sample 24 good/good 0.0103 good, sample 25 good/good 0.0102 good, sample 26 good/good 0.0103 good, sample 27 good/good 0.0103 good, sample 28 good/good 0.0103 good, sample 29 good/good 0.0103 good, sample 30 good/good, 0.0103, good, as no manufacturing defects were observed on the tested samples, the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that the needle of the bd ultra fine¿ pen needle was found to be defective before use.the following information was provided by the initial reporter: she wanted to report that a customer thinks has bad needles. No product information was provided.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd ultra fine¿ pen needle was found to be defective before use. The following information was provided by the initial reporter: she wanted to report that a customer thinks has bad needles. No product information was provided.